Event description:
It was reported that the implant was found to be contaminated with hair when opened. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.